Manufacturer narrative:
The field service engineer (fse) found that the main pump pressure was too high, the gear pump driving voltage was near the lower limit, the rinse water nozzle was overflowing, and the sample probe rinse volume was insufficient. The fse performed fluidic calibration, adjusted water volumes, recalibrated detergent consumption levels, and performed hardware and instrument checks. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The albumin reagent lot number is 883906. The expiration date was not provided. The creatinine reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 and creatinine results for 1 patient's urine sample on a cobas pure c 303 analytical unit. On (B)(6) 2025, the initial albumin result was 2.44 mg/dl, and the initial creatinine result was 48.7 mg/dl. The sample was repeated on a c501 analyzer, and the albumin result was 4.1 mg/dl, and the creatinine result was 87.72 mg/dl. Additional tina-quant albumin gen.2 urine results were provided from (B)(6) 2026 of 1.19 mg/dl and 6.02 mg/dl. Clarification on whether the results were from the same sample and which was the initial or repeat result was requested but has not been provided.